Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Additional narrative: it was reported that the patient underwent a gynecological procedure and mesh was implanted due to pop and sui. It was reported that following insertion the patient experienced urinary/bowel problems, extrusion, recurrence, bleeding and dyspareunia. It was reported that patient underwent a mesh revision due to recurrence of pelvic organ prolapse on (B)(6) 2008. It was reported that patient underwent revision of extruded graft area with revision of scar, debridement and re-kneeling of the vaginal mucosal edges due to extrusion of graft material at the incision line on the anterior wall on (B)(6) 2009. No additional information was provided. (B)(4).

Manufacturer narrative:
Date sent to the FDA: 06/17/2016.